Event description:
The customer reported that the device was out of service. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the event log was downloaded and reviewed upon arrival. The service engineer (se) identified error messages related to the reported issue. The se observed the reported issue of speaker assembly damage from recent service work. The se replaced the speaker assembly to resolve the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The suspected speaker was returned to philips for analysis. The technician documented the following conclusion/root cause, "the product investigation lab (pil) has verified that the speaker shows physical damage with the speaker, the wire being physically detached from the main body of the speaker. An external force beyond the physical limitations of the speaker was induced on the speaker. Due to physical damage to the speaker, no testing will be required. The damage of the speaker is due to an external force beyond the physical limitations of the speaker that were induced on the speaker possibly from a previous rework of the unit." D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.